Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The customer stated that the drive support cap was protruded. The blood glucose reading was 192 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. Missing end cap sticker noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing drive support cap sticker.